Event description:
Customer reported that on an unspecified date/time she attempted to perform a test using her adc blood glucose meter but after inserting a test strip into the meter she noticed visible smoke. There was no report of an adverse event. Customer denied receiving medical treatment or self-administering an injection of any kind.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. Note: the serial number for the meter is unknown; hence the date of manufacture is unknown. Additionally: the actual date when the event occurred is unknown. All pertinent information available to abbott diabetes care has been submitted.